Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient had a primary left thr done in two years ago. Patient with high bmi. The x-ray showed an abnormal position of the implant. She was revisited yesterday (B)(6) 2025. Patient was revised from a 32/50 marathon +4 10 deg liner to a 28/50 marathon lipped liner. The ceramic head was changed from 32 +5 to 28 +12 delta ts head. No surgical delay. Several specimens were collected during surgery, including one of them was for metallosis.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: patient had a primary left thr done in two years ago. Patient with high bmi. The x-ray showed an abnormal position of the implant. The product was not returned to j&j medtech orthopaedics; however, photos were provided for review. See attachment (B)(4)- pei complaint. The photo investigation revealed that the delta cer head 12/14 32mm +5 was covered with blood remnants and presents signs of what appears to be metal transfer at the convex surface, most likely by the femoral head being in contact with the acetabular cup after the fractured event occurred. It is worth mentioning that the material transfer is not indicative of a device non-conformance. A manufacturing records evaluation (mre) was not performed as no lot number was provided for this device. If the lot/serial number becomes available, the record will be re-assessed. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the observed condition of the delta cer head 12/14 32mm +5 would have not contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device. If the lot/serial number becomes available, the record will be re-assessed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: patient had a primary left thr done in two years ago. Patient with high bmi. The x-ray showed an abnormal position of the implant. The product was not returned to j&j medtech orthopaedics; however, photos were provided for review. (B)(4) - pei complaint. The photo investigation revealed that the delta cer head 12/14 32mm +5 was covered with blood remnants and presents signs of what appears to be metal transfer at the convex surface, most likely by the femoral head being in contact with the acetabular cup after the fractured event occurred. It is worth mentioning that the material transfer is not indicative of a device non-conformance. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the observed condition of the delta cer head 12/14 32mm +5 would have not contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees hat the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9 and d10. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: patient had a primary left thr done in two years ago. Patient with high bmi. The x-ray showed an abnormal position of the implant. The product was returned to j&j medtech orthopaedics for evaluation. Visual analysis of the returned device found that the delta cer head 12/14 32mm +5 presents signs of what appears to be metal transfer at the convex surface, most likely by the femoral head being in contact with the acetabular cup after the fractured event occurred. It is worth mentioning that the material transfer is not indicative of a device non-conformance. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was not confirmed as the observed condition of the delta cer head 12/14 32mm +5 would have not contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Added: d4 (lot, expiration), h4. Corrected: d4 (primary UDI #), h3.